Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Discomfort-vaginal [vulvovaginal discomfort]. String on multiple tampons have broken [device breakage]. Using this product for many years and as of late some products have been faulty [product quality issue]. Case narrative: consumer reported via email that strings on multiple tampons broke during removal. No serious injury was reported.